Event description:
It was reported that the patient experienced dissatisfaction with the inflatable penile prosthesis (ipp) due to device rigidity. The ipp pump and cylinders were removed and replaced with a new ipp pump and cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.